Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient was having issues with her implant for the last several months in 2016. The issue went away and then came back two weeks ago/last week tuesday. She did not have healthcare provider for interstim implant. She was having issues with her leg going numb and was feeling stim on other side of the body. The implantable neurostimulator (ins) was sticking/budging out of the back and she was not able to urinate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient noted that their device had been shocking them for years. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.